Event description:
Uncommanded gantry rotation was reported during a routine examination. The pt had been positioned in compression. The hcp stepped behind the radiation screen (and prior to pressing the button to begin the exposure) saw the gantry arm begin to slowly rotate. Rotation was halted with the emergency stop. The hcp released the pt using manual compression. No injury was reported. The concern is for possible serious injury to pts that have recently undergone a surgical breast procedure.